Manufacturer narrative:
The qc was acceptable on both days. The field service engineer (fse) cleaned the probe, decontaminated the system, adjusted the liquid level detection, and ran a performance check. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys total psa immunoassay on a cobas 6000 e 601 module. The initial total psa result was 0.034 ng/ml and was reported outside of the laboratory. The physician questioned the result due to previous results and requested a rerun. On (B)(6) 2019 the sample recentrifuged and repeated. The repeat total psa result was 18.70 ng/ml. The total psa lot number was 35107400 with an expiration date of 21-dec-2019.